Event description:
It was reported that the customer sent the device to the service call center to check it. The device was not used on a patient.

Manufacturer narrative:
Eval summary: the complaint was confirmed. The test showed that the main printed circuit board (pcb) was replaced to correct the issue. The unit was serviced, repaired, and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.